Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was found to be ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. The deployer was certified in the use of the mynx device. The mynx vcd was stored and prepared according to the instructions for use (IFU), and no device or package damage was noted prior to use. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was found to be ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. The deployer was certified in the use of the mynx device. The mynx vcd was stored and prepared according to the instructions for use (IFU), and no device or package damage was noted prior to use. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe returned attached to the unit for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. The sealant sleeve was found in its manufactured position, and the balloon showed no abnormal condition as received. No additional anomalies were observed during this visual analysis. An attempt to perform an inflation/deflation test was made; however, the evaluation could not be fully completed, as leakage was observed during the balloon inflation attempt. A high-magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, the presence of a puncture was observed, which was identified as the source of the leakage noted during the inflation attempt. The exact cause of the balloon puncture could not be determined based on the available evidence; however, this finding is consistent with cases in which such damage may result from handling, procedural, or other non-manufacturing-related factors. The product history record (phr) review of lot f2434003 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure at prep¿ was observed through analysis of the returned device as a leak was found on the balloon. However, the exact cause of the balloon puncture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible, even though it was reported that the device was prepped per the IFU. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was found to be ruptured before the procedure. Hemostasis was achieved using another mynx device. There was no reported patient injury. The deployer was certified in the use of the mynx device. The mynx vcd was stored and prepared according to the instructions for use (IFU), and no device or package damage was noted prior to use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2434003 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon balloon loss of pressure at prep" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the handling contributed to the reported event. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.